Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken door; this condition had the potential to interrupt delivery. This condition was reported to be found in the medicine department upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a broken door was confirmed during product evaluation. The root cause of the reported problem was determined to be a broken main door. Additional information: a service history review found that the device has not been previously sent into service for the reported condition.